Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of alinity I syphilis tp reagent lot number 77500be00. A review of tracking and trending for the product and the complaint lot did not identify an increase in complaint activity. A review of tracking and trending for alinity I syphilis tp assay did not identify any trends. In-house testing of a retained reagent kit of the complaint lot was performed. All specifications were met and no false non-reactive results were obtained, showing that the lot generates the expected results. Device history record review did not identify any non-conformances or deviations with the lot and complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I syphilis tp, lot number 77500be00, was identified.

Event description:
The customer observed false nonreactive alinity I syphilis tp results generated when compared to results from another analyzer. Results were not reported to medical provider. The results provided were for: (B)(6) 2026, sid (B)(6), results from another processing module (B)(6)= 2.324 & 2.32 s/co, repeat results =2.377 & 2.38 s/co (after centrifugation). (B)(6) 2026; results for same sid on the reference analyzer (B)(6) = 0.751 & 0.75 s/co, repeat results = 2.431 & 2.43 s/co (after centrifugation). Reference range: (> or = 1.00 s/co=reactive) there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false nonreactive alinity I syphilis tp results generated when compared to results from another analyzer. Results were not reported to medical provider. The results provided were for: (B)(6) 2026, sid: (B)(6), results from another processing module ((B)(6)) = 2.324 & 2.32 s/co, repeat results =2.377 & 2.38 s/co (after centrifugation). (B)(6) 2026; results for same sid on the reference analyzer ((B)(6)) = 0.751 & 0.75 s/co, repeat results = 2.431 & 2.43 s/co (after centrifugation). Reference range: (> or = 1.00 s/co=reactive). There was no reported impact to patient management.